Event description:
A zoll distributor returned electrode belt (B)(4) to report that the belt is unable to communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open along the yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force placed on the cable. No adverse event resulted from the open wire.